Event description:
Removal of gel implants of 13 yrs. Duration with chronic breast pain from right side capsular contraction, tingling and burning sensations of both breasts. Extreme inflammation of right pocket with very thick capsule and degenerated condition of silastic envelope with extravastated silicone material. Left implant evidenced less thinning of shell. Although both devices were implanted on 50/20/80, there was pronounced difference between amount residual outer shell thickness of left and right implants.